Event description:
Attempted to retrieve an embolization coil and during manipulations the distal snare loop separated from the shaft. Both the snare loop and the coil were left in the patient. Patient status is fine.

Manufacturer narrative:
The shaft of the product was returned with no loop present. The loop legs appear to have pulled out of the solder at the coupling joint. It is possible that excessive force was used during the procedure which resulted in separation of the loop from the core.